Event description:
The customer reported that the system was out of order at the power cable receptacle. He touched the cable and made it turn off.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep repaired the power cable and receptacle. He was getting the error "battery disconnected" when the system boot up. The sram battery voltage was too low and, so he replaced the battery.